Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this electrode received an inappropriate shock while they were at a salsa concert. Technical services (ts) reviewed available device data, noting oversensing of myopotential noise. It was also noted that two shock episodes in 2022 were sent to ts for review. At that time, ts had advised to test in x2 gain for the secondary vector. The primary vector has a similar qrs amplitude as the secondary vector, and also over-detections of myopotential noise. The additional vector is too small to be used. Looking at latitude data, the vector is still programmed in secondary in x1 gain since implantation. No changes have been made since 2022. Currently, x-ray imaging and in-clinic troubleshooting were recommended. Besides the inappropriate shock, no other adverse patient effects were reported. This product remains in service.